Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystocele repair by plication due to sui and pop. It was reported that following insertion the patient experienced pain, infection, urinary problems and recurrence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent cystocele and enterocele repair with graft, cystoscopy and perineorrhaphy on (B)(6) 2012 due to pop, urinary retention and urinary tract infection. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urge incontinence and genital prolapse. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
Wcq received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and (B)(6) 2012 and an unk mesh and elevate were implanted. Dates not clarified per product. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.